Manufacturer narrative:
Product ID, 7425 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator product ID, 399960 lot# v236048, implanted: 2009 (B)(6), product type lead product ID, 399960 lot# v010747, implanted: 2009 (B)(6), product type lead product ID, 3987a lot# n070047, implanted: 2006 (B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a revision of the electrode placement on (B)(6) 2009. The patient had two systems at the time and it was not clear which lead or system was revised. Please refer to manufacturer report # 3004209178-2013-00880 for information on the other system. Please refer to manufacturer report # 3004209178-2012-09647 for more information on this device.